Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm with five stent grafts. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there was minimal distal purchase/seal with the distal most stent graft that was implanted approximately 51 months ago and some aneurysm sac growth two years ago which led to a relining the stent grafts with a 40x40x199 and a 40x36x112 talent captivia stent grafts to get more seal distally. During a recent follow-up there was no definitive endoleak found; however, the aneurysm sac has grown from 7.65 cm two years ago to 9.0 cm. The stent grafts were relined with a 42x42x200 valiant stent graft. The patient also has a 6.0 cm aaa. No additional clinical sequelae were reported and the patient is fine. Review of returned films from an unknown date revealed that multiple stent grafts had been placed proximally from the bottom of the arch, distally to the mid-length of the descending thoracic aorta. The stent graft was acutely angulated 90 degrees at mid-length. No endoleak or other stent graft issues were observed.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (aneurysm expansion). (Unknown cause of aneurysm expansion). Evaluation conclusion: known inherent risk of a procedure (aneurysm expansion). (Unknown cause of aneurysm expansion).